Event description:
The initial report regarding this issue was filed and submitted under MFR report#1627487-2014-01503 on (B)(6) 2014.

Manufacturer narrative:
Corrected data: the initial report regarding this issue was filed and submitted under MFR report#1627487-2014-01503 on (B)(6) 2014. The awareness date for surgical intervention(explant of ipg) was inadvertently entered as (B)(6) 2014. The correct awareness date should be (B)(6) 2015. Results: the complaint was confirmed. Per event details, the patient did not recharge the ipg due to losing the charging system. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharged the ipg in the past 4 months due to losing the charging system. As a result, the ipg is inoperable. Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.